Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the ac led lights were not illuminating and that the device failed to charge the installed battery due to a faulty ac module (lot number 067569). There was no patient involvement.